Event description:
It was reported that the patient never had therapeutic effect. The patient stated that his expectations and the reality of the efficacy of his pump were not aligned. The patient¿s pump alarmed in (B)(6) of 2012 due to the early replacement indicator (eri). The replace date of the pump was in (B)(6). The patient was allergic to morphine in the past and most recently, dilaudid was put into the pump. The patient symptoms had reduced by 30%. It was later reported that the patient was concerned about his upcoming pump replacement and was experiencing depression. The patient had a fusion surgery in (B)(6) of 2012 and also had a hernia. The patient¿s stomach was tender. The patient wanted to get the surgery done so he could heal and be ¿right¿ again. It was later reported that the patient had the pump replacement surgery (B)(6) 2012. The previous pump was not put in well and was moving all around. Scar tissue had to be ¿ripped apart¿ when the pump was replaced. The new pump did not move anymore. The patient stated that they never had therapeutic effect from the pump. The pump was checked and was working as it should. The patient was on oral medications to assist with the pain he was in. The patient was taking methadine and percocet. The patient¿s health care provider (hcp) did not believe the patient should be on the pain pump therapy. The patient fell in 2011 and dislocated a lumbar vertebra on the right side. This was the reason for the fusion surgery in (B)(6) of 2012. The patient¿s back was ¿messed up.¿

Manufacturer narrative:
Concomitant product: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).